Event description:
It was reported following a percutaneous procedure a 6f angio-seal evolution was deployed. This was performed during evolution accreditation for the physician with the sjm representative present. Reportedly, the deployment technique was per the IFU and hemostasis was achieved. The patient experienced pain, felt faint, and reportedly experienced a vasovagal response and became unresponsive. The patient also experienced asystole and chest compressions were initiated. Normal heart rhythms and respirations were restored almost immediately and the patient regained consciousness. The physician stated the event was not caused by the device.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined, however the physician stated that the event was not caused by product malfunction.